Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator was found to have insect infestation. The device was returned to the customer unrepaired as per the manufacturer's protocol.